Event description:
Reporter alleged blood glucose measured 440 mg/dl back to back with a result of 163 mg/dl when testing was performed one test immediately after the other one. Customer stated having no glucose symptoms at the time; however, took 30 units of insulin based on the result. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.